Event description:
Based on additional information received on 26-jul- 2017, the case was upgraded to serious as the event of unable to walk was updated to serious with seriousness criteria as important medical event and other serious events of issue with pain and swelling were added with required intervention as seriousness criteria. Also the suspect product was updated from synvisc to synvisc one. This case was cross referenced with cases: (B)(6) (same patient). This unsolicited device case from united states was received on 2015 from a patient. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and later after unknown latency was unable to walk, had issue with pain and issues with swelling. The medical history of the patient was significant for hernia surgery, gastric bypass surgery and 5 adhesions. On an unknown date in 2010, the patient had a fall and hurt both knees. Patient had issues with her knee since then but she was not sure if she had osteoarthritis. The patient received synvisc in 2012 for first time in right knee by doctor. Patient had swelling and pain that was horrific in 2012 and the doctor gave her steroids and she got better. The last injection of the second series left her crippled and she couldn't walk for almost 10 days with the last injection. With the next series, the patient felt pain, tightness and couldn't move the leg. The patient was throwing up, felt extremely sick and was unable to put the leg down for like a day or 2. The pain lasted over a week and the patient felt it was the worst experience of her life because she couldn't move her leg. No concomitant medication or concurrent condition was reported. On an unknown date in (B)(6) 2014, the patient received treatment with intra-articular synvisc one injection, once (dose, batch/ lot number and expiration date: not provided) in right knee for osteoarthritis. On an unknown date, after unknown latency, patient was unable to walk, had some issues with pain and swelling and the doctor gave her steroids again to help with this. Corrective treatment: not reported for unable to walk and steroids for issue with pain and issues with swelling outcome: unknown for all events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: 49005 the product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: important medical event for unable to walk; required intervention for other events. Additional information was received on 26-jul-2017 from patient. Medical history was updated. The case was upgraded to serious as the event of unable to walk was updated to serious. Suspect product was updated from synvisc to synvisc one. Additional events of issue with pain and issues with swelling were added along with details. Related cases (B)(6) were added. Clinical course was updated and text was amended accordingly. Follow up information was received on 09-aug-2017. No new information received. Additional information was received on 18-aug-2017. Gptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 18-aug-2017: the follow up information received doesnot change previous case assessment. This case concerns a patient who received treatment with synvisc one injection and was later not able to walk. The causal role of suspect product in occurrence of the event cannot be denied on basis of patient past experience with synvisc injection. Furthermore, after injection patient experienced knee pain and swelling in right knee due to which patient was not able to walk. However, lack of information regarding medical history, concomitant medication and past drugs precludes complete medical assessment of the case.

Event description:
Based on additional information received on 26-jul- 2017, the case was upgraded to serious as the event of unable to walk was updated to serious with seriousness criteria as important medical event and other serious events of issue with pain and swelling were added with required intervention as seriousness criteria. Also the suspect product was updated from synvisc to synvisc one. This case was cross referenced with cases: (B)(4). This unsolicited device case from united states was received on 14-sep-2015 from a patient. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and later after unknown latency was unable to walk/ able to barely walk after a week, had inflammation and unable to put the foot on ground. The medical history of the patient was significant for hernia surgery, gastric bypass surgery and 5 adhesions. On an unknown date in 2010, the patient had a fall and hurt both knees. Patient had issues with her knee since then but she was not sure if she had osteoarthritis. The patient received synvisc one (in 2011; resulted in severe pain that patient had to use wheelchair for 2 months) and synvisc (in 2012 for first time in right knee by doctor). Patient had swelling, agony and excruciating pain that was horrific in 2012 and the doctor gave her steroids and she got better. The last injection of the second series left her crippled and she couldn't walk for almost 10 days with the last injection. With the next series, the patient felt pain, tightness and couldn't move the leg. The patient was throwing up, felt extremely sick and was unable to put the leg down for like a day or 2. The pain lasted over a week and the patient felt it was the worst experience of her life because she couldn't move her leg. No concomitant medication or concurrent condition was reported. On an unknown date in (B)(6) 2014, the patient received treatment with intra-articular synvisc one injection, once (dose, batch/ lot number and expiration date: not provided) in both knees but mainly in right knee; for osteoarthritis. On an unknown date, after unknown latency, patient was unable to walk, had some issues with severe pain, swelling, inflammation and was unable to put my foot on the ground. The doctor gave steroids again to help with it. The physician had to prescribe oral prednisone and hydrocodone bitartrate/paracetamol (vicodin). Patient stopped seeing the physician and patient was able to walk barely after a week. Reportedly, patient went to emergency room but was not hospitalized. After receiving a cortisone injection, patient was fine. Corrective treatment: unspecified steroids, prednisone, cortisone, hydrocodone bitartrate/paracetamol for unable to walk/ able to barely walk after a week and inflammation; not reported for unable to put the foot on ground outcome: unknown for all events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for inflammation and unable to walk additional information was received on 26-jul-2017 from patient. Medical history was updated. The case was upgraded to serious as the event of unable to walk was updated to serious. Suspect product was updated from synvisc to synvisc one. Additional events of issue with pain and issues with swelling were added along with details. Related cases ((B)(4)) were added. Clinical course was updated and text was amended accordingly. Follow up information was received on 09-aug-2017. No new information received. Additional information was received on 18-aug-2017. Gptc number and ptc results were added. Text was amended accordingly. Additional information was received on 11-oct-2017 form the patient. Past medication was updated. Additional events of inflammation and unable to put the foot on ground were added with details. Previously captured events of issue with pain/ severe pain and issues with swelling were updated to associated symptoms of inflammation. Event verbatim was updated from unable to walk to unable to walk/ able to barely walk after a wee issue with pain to issue with pain/ severe pain. Corrective treatment was updated. Clinical course was updated. Text was amended accordingly. Additional information was received on 09-jan-2018 from patient. Cortisone was added as corrective treatment for unable to walk/ able to barely walk after a week and inflammation. Related case ((B)(4)) was added. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 11-oct-2017: the follow up information received doesnot change previous case assessment. This case concerns a patient who received treatment with synvisc one injection and was later not able to walk. The causal role of suspect product in occurrence of the event cannot be denied on basis of patient past experience with synvisc injection. Furthermore, after injection patient experienced knee pain and swelling in right knee due to which patient was not able to walk. However, lack of information regarding medical history, concomitant medication and past drugs precludes complete medical assessment of the case.

Event description:
Based on additional information received on (B)(6) 2017, the case was upgraded to serious as the event of unable to walk was updated to serious with seriousness criteria as important medical event and other serious events of issue with pain and swelling were added with required intervention as seriousness criteria. Also the suspect product was updated from synvisc to synvisc one. This case was cross referenced with cases: (B)(4) (same patient). This unsolicited device case from united states was received on (B)(6) 2015 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and later after unknown latency was unable to walk/ able to barely walk after a week, had inflammation and unable to put the foot on ground. The medical history of the patient was significant for hernia surgery, gastric bypass surgery and 5 adhesions. On an unknown date in 2010, the patient had a fall and hurt both knees. Patient had issues with her knee since then but she was not sure if she had osteoarthritis. The patient received synvisc one (in 2011; resulted in severe pain that patient had to use wheelchair for 2 months) and synvisc (in 2012 for first time in right knee by doctor). Patient had swelling, agony and excruciating pain that was horrific in 2012 and the doctor gave her steroids and she got better. The last injection of the second series left her crippled and she couldn't walk for almost 10 days with the last injection. With the next series, the patient felt pain, tightness and couldn't move the leg. The patient was throwing up, felt extremely sick and was unable to put the leg down for like a day or 2. The pain lasted over a week and the patient felt it was the worst experience of her life because she couldn't move her leg. No concomitant medication or concurrent condition was reported. On an unknown date in (B)(6) 2014, the patient received treatment with intra-articular synvisc one injection, once (dose, batch/ lot number and expiration date: not provided) in right knee for osteoarthritis. On an unknown date, after unknown latency, patient was unable to walk, had some issues with severe pain, swelling, inflammation and was unable to put my foot on the ground. The doctor gave steroids again to help with it. The physician had to prescribe oral prednisone and hydrocodone bitartrate/paracetamol (vicodin). Patient stopped seeing the physician and patient was able to walk barely after a week. Reportedly, patient went to emergency room but was not hospitalized. Corrective treatment: unspecified steroids, prednisone, hydrocodone bitartrate/paracetamol for unable to walk/ able to barely walk after a week and inflammation; not reported for unable to put the foot on ground outcome: unknown for all events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) the product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: important medical event for unable to walk; required intervention for other events additional information was received on 26-jul-2017 from patient. Medical history was updated. The case was upgraded to serious as the event of unable to walk was updated to serious. Suspect product was updated from synvisc to synvisc one. Additional events of issue with pain and issues with swelling were added along with details. Related cases (B)(4) were added. Clinical course was updated and text was amended accordingly. Follow up information was received on 09-aug-2017. No new information received. Additional information was received on 18-aug-2017. Gptc number and ptc results were added. Text was amended accordingly. Additional information was received on 11-oct-2017 form the patient. Past medication was updated. Additional events of inflammation and unable to put the foot on ground were added with details. Previously captured events of issue with pain/ severe pain and issues with swelling were updated to associated symptoms of inflammation. Event verbatim was updated from unable to walk to unable to walk/ able to barely walk after a wee issue with pain to issue with pain/ severe pain. Corrective treatment was updated. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 11-oct-2017: the follow up information received does not change previous case assessment. This case concerns a patient who received treatment with synvisc one injection and was later not able to walk. The causal role of suspect product in occurrence of the event cannot be denied on basis of patient past experience with synvisc injection. Furthermore, after injection patient experienced knee pain and swelling in right knee due to which patient was not able to walk. However, lack of information regarding medical history, concomitant medication and past drugs precludes complete medical assessment of the case.

Event description:
Based on additional information received on (B)(6) 2017, the case was upgraded to serious as the event of unable to walk was updated to serious with seriousness criteria as important medical event and other serious events of issue with pain and swelling were added with required intervention as seriousness criteria. Also the suspect product was updated from synvisc to synvisc one. This case was cross referenced with cases: (B)(4). This unsolicited device case from united states was received on (B)(6) 2015 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and later after unknown latency was unable to walk, had issue with pain and issues with swelling. The medical history of the patient was significant for hernia surgery, gastric bypass surgery and 5 adhesions. On an unknown date in 2010, the patient had a fall and hurt both knees. Patient had issues with her knee since then but she was not sure if she had osteoarthritis. The patient received synvisc in 2012 for first time in right knee by doctor. Patient had swelling and pain that was horrific in 2012 and the doctor gave her steroids and she got better. The last injection of the second series left her crippled and she couldn't walk for almost 10 days with the last injection. With the next series, the patient felt pain, tightness and couldn't move the leg. The patient was throwing up, felt extremely sick and was unable to put the leg down for like a day or 2. The pain lasted over a week and the patient felt it was the worst experience of her life because she couldn't move her leg. No concomitant medication or concurrent condition was reported. On an unknown date in (B)(6) 2014, the patient received treatment with intra-articular synvisc one injection, once (dose, batch/ lot number and expiration date: not provided) in right knee for osteoarthritis. On an unknown date, after unknown latency, patient was unable to walk, had some issues with pain and swelling and the doctor gave her steroids again to help with this. Corrective treatment: not reported for unable to walk and steroids for issue with pain and issues with swelling outcome: unknown for all events a pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criteria: important medical event for unable to walk; required intervention for other events additional information was received on (B)(6) 2017 from patient. Medical history was updated. The case was upgraded to serious as the event of unable to walk was updated to serious. Suspect product was updated from synvisc to synvisc one. Additional events of issue with pain and issues with swelling were added along with details. Related cases ((B)(4)) were added. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2017: this case concerns a patient who received treatment with synvisc one injection and was later not able to walk. The causal role of suspect product in occurrence of the event cannot be denied on basis of patient past experience with synvisc injection. Furthermore, after injection patient experienced knee pain and swelling in right knee due to which patient was not able to walk. However, lack of information regarding medical history, concomitant medication and past drugs precludes complete medical assessment of the case.